Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 22 of 118 patients were being treated with a pipeline device needed balloon angioplasty to treat device wall mallapposition of with 14 did not resolve. Out of the 14 cases with non-resolution of the wall malapposition on follow-up, the wall malapposition occurred at the distal end of ica in three cases, the middle segment in three cases and the proximal end in eight cases. The patient's were being treated for intracranial aneurysm. Antiplatelet medication regimen. All patients were given 100 mg of aspirin and 75 mg of clopidogrel. Daily for at least five days prior to their procedures. Aspirin alone was continued for six-months after the dual-antiplatelet therapy. The total duration of aspirin therapy after the endovascular procedures was 12-months in all patients. 3d reconstructed images were used to determine the dimensions of the parent arteries as well as the dimensions of the aneurysms. Information was utilized to determine the size of the pled for each patient according to the dimensions of the parent arteries. Out of the 22 patients above, cica tortuosity was categorized into type I-IV . 14 patients had type I of which eight of them were type ia while six of them were type ib according to the sub-classification system of type I. Also, four patients had type ii, two patients had type iii, and only one patient had type IV. Out of the 14 patients with non- resolution of the wall malapposition on follow-up, four of them had type 1a cica tortuosity. Also, four others had type 1b cica tortuosity. Three had type ii cica tortuosity while two had type iii cica tortuosity. One patient had the periprocedural complication of acute thrombosis.